Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed circulation pump head. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was making loud noise when running and was due for the 2000-hour preventive maintenance. They would like to get the 2000-hour preventive maintenance done on it. Per follow up information received via phone on 05apr2024, it was reported customer stated that the 2000hour pm was completed and resolved the noise. Device had been returned to circulation.